Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprostheses to repair a 5.4 cm abdominal aortic aneurysm. On (B)(6) 2011, the patient underwent a follow-up computed tomography that revealed salmonella (non-typhi). The aneurysm sac was filled with puss. On (B)(6) 2011, the patient was converted to open repair where the gore excluder aaa endoprostheses were explanted. The patient tolerated the procedure. The primary site and the cause of the infection are unknown.

Manufacturer narrative:
Method - a review of the manufacturing and sterilization paperwork has been conducted. Result - the review of the manufacturing and sterilization paperwork verified that the lots met all pre-release specifications. (B)(4).